Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The device was returned for further evaluation, the evaluation could not confirm the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include patient anatomy. Method codes updated based on returned device evaluation; result codes updated based on returned device evaluation; conclusion codes updated based on labeling review.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated, two infrarenal aortic extensions, a suprarenal aortic extension, and a limb extension. Subsequently on (B)(6) 2016, follow up computed tomography revealed that the patient had a type 1a endoleak. On (B)(6) 2016, the physician sealed the type 1a endoleak with a non-endologix stent. The patient was in good condition. The same day, the patient was taken back to the operating room due to being unstable and dropping blood pressure. The devices were explanted because physician was concerned there was a leak. Patient expired on (B)(6) 2016.